Manufacturer narrative:
This event occurred at (B)(6). Age and weight requested and not provided. Approximate age of device 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient recovered during the post-operation period and when stable, was extubated on the first post-operation day. Second post-operation day, patient needed inotropic support and operational revision for potential tamponade. Patient became febrile and had increased leukocytes level and lactate. Initiated continuous renal replacement therapy. Patient condition stabilized. On (B)(6) 2019, patient started to deteriorate again with signs of hypoperfusion, with increasing vasoactive and inotropic therapy. Despite maximal therapy patient expired on (B)(6) 2019 under picture of septic shock. It was noted that lvad operated at all time as expected. Family opted to not perform an autopsy. No further information was provided.

Manufacturer narrative:
A direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The hm3 lvas IFU lists sepsis, respiratory failure, renal dysfunction, and death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.